Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data showed hypoglycemia on the estimated event date of 2024-06-26. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. Device data shows a pattern of excessive use of the "more than usual" meal announcement size for all three meals, as well as significant use of the meal announcement feature during periods of hyperglycemia. Both of these behaviors can lead to maladaptation and increase the risk of hypoglycemia. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the case notes and device data, the ilet operated as intended. Without an exact event date and additional information about what precipitated the event, performance of the device during the event cannot be evaluated, and the cause of the event cannot be determined.

Event description:
On 6/26/24 a beta bionics territory business manager (tbm) was made aware that an ilet user experienced a low blood glucose (bg) event requiring assistance to treat. The exact event date was not reported however is estimated to have occurred on 6/26/24. The user reported to the tbm their bg dropped below 40 mg/dl and their husband had to administer glucagon to treat the low. Multiple attempts by beta bionics customer care to contact the user to obtain additional event information have been unsuccessful.